Manufacturer narrative:
The pump was received with blank display due to corroded battery tube. The failed battery test, low battery alarm and perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all the operating current test were unable to be verified due to blank display. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. There was no damage inside pump noted.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received failed battery test. The customer's blood glucose level had been 580mg/dl. The customer's most current level was 315mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The drive support cap was noted to be flushed. The customer was advised the pump would be replaced and returned for analysis.